Manufacturer narrative:
Unit received with blank white display due to corroded electronic assemblies and corroded home switch. Unable to perform functional testing including self-test, sleep current measurement, active current measurement or displacement test due to display anomaly. Unit received with cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 3 mmol/l. The customer reported that the back of the battery compartment area was cracked. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.